Manufacturer narrative:
H3: pending investigation. D10: 6685232 315-35-00 - glnd kwire, 6641610 320-10-00 - equinoxe reverse tray adapter plate tray +0, 6666075 320-15-05 - eq rev locking screw, 6707025 320-20-00 - eq reverse torque defining screw kit 6446897 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm, 6446899 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm, s097087 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm, s107366 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm, 6635600 320-31-36 - glenosphere, 36mm, 6685950 321-20-00 - equinoxe reverse shoulder drill kit.

Event description:
As reported, the patient had a left rtsa on (B)(6) 2020. A different surgeon scheduled a revision of the shoulder for (B)(6) 2024. Based on the x-ray it looked like the glenosphere baseplate came loose from the glenoid, and one screw broke. The surgeon ended up putting in an antibiotic spacer and plans to revise it back to a reverse at another date. There was no reported surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of compression screw fracture and glenoid loosening. However, the reported glenoid loosening could not be confirmed from the provided information. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs and were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.